Manufacturer narrative:
Patient's weight was updated per additional information received.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after the 24 fr rf3 sheath was removed from the patient, a right external iliac dissection was noted. The dissection was treated with a small covered stent and the patient was transported to recovery in stable condition. Per the report received, there was some resistance encountered when inserting the 28fr size dilator, however the 24fr sheath passed without difficulty. The access vessel diameter was 8.0mm, mildly calcified and mildly tortuous. Through additional investigation of the event it was indicated there were no issues noted with the device during prep. The minimum luminal diameter (mm) of vessel at the location of the dissection was 9.2 mm. There was no difficulty encountered during removal of sheath.

Manufacturer narrative:
The device history record (DHR) review of the effected sheath showed the device met specifications prior to distribution of device. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In addition, the IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the exact cause for the dissection cannot be determined. The minimum luminal diameter (mm) of the vessel at the location of perforation/dissection was reported as 9.2mm, with mild tortuosity and mild calcification. The minimum required vessel diameter for a 24 fr rf3 sheath is >8mm and there were no issues noted while prepping the device nor was there difficulty transitioning the sheath in an out of the patient's vasculature. There was some resistance encountered when inserting the 28fr size dilator into the patient's vasculature. It is possible that calcification or tortuosity not appreciable on imaging and /or procedural factors could have contributed to the reported event. No further actions are possible at this time.